Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the customer was advised that the insulin pump would be replaced and instructed to revert to a backup plan per healthcare professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test. Unit received with unresponsive center button. All buttons were tested while navigating the menus, and the center button was unresponsive. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past or around the event date. The adapt tool revealed a stuck key alarm (61) from 05/16/2025 23:43:14.000 to 05/17/2025 00:12:15.000. Proceed by cutting unit open and perform a visual inspection of connectors and electronic stack. However, corrosion damage was found on keypad traces. Unit was received with scratched case, pillowing keypad overlay, stained keypad overlay. Cracked keypad overlay, peeling keypad overlay, cracked battery tube, cracked battery thread, and cracked case was noted. In conclusion, customer concerns of stuck button was confirmed. Corrosion damage was found on keypad trace upon visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.